Event description:
Additional information was received that this patient underwent a changeout procedure and this product was explanted and replaced due to battery depletion.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) exhibited extended charge times. It was later reported that a battery status of end of life (eol) was triggered due to a charge time greater than 30 seconds. Boston scientific technical services (ts) recommended that the device be changed out. No adverse patient effects were reported. At this time, no further information has been made available.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
The product has been received for analysis. This report will be updated upon completion of analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a review of device memory revealed that the device declared end of life (eol) after experiencing one charge time greater than 30 seconds. The observed rate of battery usage was compared to the expected rate of battery usage; the results indicated that the monitoring voltage was normal. Although the battery itself had not depleted prematurely, eol was triggered earlier than expected by extended charge times, and the eri to eol time period was shortened, due to a higher-than-typical build-up of internal battery impedance.